Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary. No device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
"(B)(6) school of engineering at (B)(6) first report of retrievals for statement of work 10 for q1 of 2025. (B)(6) is the research location, and not the facility of placement. A depuy synthes implant was revised and reviewed for analysis. Reason for revision: revision due to instability. At revision there was metal wear of the femoral head. At revision there was severe yellowing and neck impingement at revision.